Event description:
During the implant procedure, the device was unable to be interrogated and the device had gone into backup mode. The device was replaced and the patient was stable with no consequences.

Manufacturer narrative:
The device was received in backup operation. Analysis of the device image determined backup occurred due to power on reset. Further testing could not determine the cause of the reset in the field. After reloading product code, the device was found to exhibit normal characteristics and was above elective replacement battery levels.